Event description:
Caller states that the inform base unit had melted plastic around the housing and smelled burnt. Base unit does not have drainage hole. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 163 mg/dl and 59 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.